Event description:
It was reported that during insertion of a new infusion set, the ilet user inadvertently pulled the white center adhesive from the blue inserter, making that set unusable, and a guided site-only change was performed successfully; this event involved user technique with the infusion set cannula. There were no reported clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure during infusion set procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.